Manufacturer narrative:
The customer replaced the thumbwheels to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the unit was loose on the v60 stand even after tightening the thumbwheel. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer ordered a v60 stand thumbwheel to secure the unit to the stand.

Manufacturer narrative:
It was reported that there was no patient involvement at the time the issue was discovered.